Manufacturer narrative:
Inspected 3 opened/used sensors, unable to confirm insertion complaint due to customer returning sensors only, no needles.

Event description:
Customer called to report a broken inserter and sensor insertion issues. Assisted with inserting the sensor. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.